Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock. The heparin line reportedly leaked from where push pull syringe line connects into the three-way valve (the piece connecting bag line, infusion line and syringe line) during patient use. It was also stated that a slow small leak was reproducible by high pressure. There was no human harm.

Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review. Additional contact: (B)(6).